Event description:
Distributor returned a broken abutment - unable to determine part number due to pleces returned.

Event description:
Distributor returned a broken abutment -unable to determine part number due to pleces returned.